Event description:
It was reported that the home patient (hp) felt full during dwell five on the home choice (hc). The fill volume (fv) equaled 1700ml. The technical service representative (tsr) had the hp perform a manual drain of 2880ml. The last fill volume (lfv) equaled 0ml and the program was tidal therapy. The total volume equaled 7500ml, the fill volume (fv) equaled 1700ml, the tidal volume equaled 80%, and the total ultra filtration (uf) equaled 200ml. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not available for evaluation.  A service history review will be performed.  Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. A service history review revealed no previous service events were related to the reported condition. Should additional relevant information become available, a supplemental report will be submitted.